Event description:
It was reported that the atrial lead exhibited noise and oversensing. The noise could be reproduced with isometrics. The device was programmed to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.